Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's wife that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 89 mg/dl. Customer is using the pump at work and does not have insulin or syringes at work. Customer uses the sensor feature on the insulin pump. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump with the battery and zero out the basal rates. Customer's blood glucose level has been around 50 mg/dl in the morning and then it goes up to the 300's mg/dl. Customer was advised to check his work environment. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.